Manufacturer narrative:
The device was reported available for return but has not yet been received. Therefore, at this time, the product analysis could not be performed and the alleged product issue cannot be verified. If the device or additional new information is received, a supplemental report will be submitted.

Event description:
It was reported that embolization device was used in an unspecified procedure. Reportedly, the physician attempted to advance a the embolization device but the device would not advance through the microcatheter despite several attempts made. The device and the microcatheter were removed from the patient and the physician used a smaller size embolization device and a new microcatheter of the same model but encountered the same advancing challenge. After several attempts, the physician decided against interventional treatment and opted for surgery that was performed the following day. No further information was provided by the hospital. There was no report of harm or injury to the patient.

Manufacturer narrative:
Additional information: d10 (date device returned), h11 (additional information). The device was returned to the manufacturer and its evaluation is not complete and is ongoing. A supplemental report will be submitted upon completion of investigation. Additional information has been received indicating vessel anatomy was not a factor in the event. Following day surgery completed using aneurysm clipping. Current patient status is unknown as no additional information provided by the hospital.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned via microcatheter found no damage or other anomaly that would have caused or contributed to the reported complaint. The investigation of the returned web system found the pusher bent and kinked, which could have contributed to the reported resistance; however, the device was able to advance and deploy through the via microcatheter without resistance during functional testing. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces over specification.